Event description:
As reported by our affiliates in (B)(4), through the review of the medical article: "safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves", corresponding author a. Markus kasel from klinik fur herz- und kreislauferkrankungen of the german heart center in munich. 743 patients with native aortic valve disease treated at the klinik fur herz- und kreislauferkrankungen of the german heart center in munich, germany, between january 2014 and june 2019, in a single-strategy standardized minimalist setting using the sapien 3 thv via the transfemoral route were evaluated. The following events were identified: conversion to open heart surgery marked as procedural complication: 4 patients (4 with tricuspid leaflet).

Manufacturer narrative:
The dates of the events are unknown; however, according to the article the study period was from january 2014 and june 2019. For this reason, the first day of the reported study period (01-january 2014) was used as the occurrence date. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, there was no indication or allegation that a product deficiency contributed to the event. There is insufficient information to determine if the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Article citation: michel jm, frangieh ah, giacoppo d, alvarez-covarrubias ha, pellegrini c, rheude t, deutsch o, mayr np, rumpf pm, stahli be, kastrati a, schunkert h, xhepa e, joner m, kasel am. Safety and efficacy of minimalist transcatheter aortic valve implantation using a new-generation balloon-expandable transcatheter heart valve in bicuspid and tricuspid aortic valves. Clin res cardiol. 2021 dec;110(12):1993-2006. Doi: 10.1007/s00392-021-01935-7. Epub 2021 sep 9. Pmid: 34505192. Article reporting, devices not returned.

Manufacturer narrative:
Additional report to provide that this is one of ten manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2022- 05467, 2015691- 2022- 05471, 2015691- 2022- 05473, 2015691- 2022- 05474, 2015691- 2022- 05475, 2015691- 2022- 05476, 2015691- 2022- 05478, 2015691- 2022- 05479, 2015691- 2022- 05481

Manufacturer narrative:
A no product returned investigation was performed. No product was returned, therefore no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. Due to unavailability of valve lot/serial number, device history review and lot history review is unable to be performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The pvl regurgitation was unable to be confirmed due to no relevant imagery or medical report was provided for evaluation. Due to the valve serial number was not provided, the manufacturing non-conformances were unable to be determined. A review of IFU/training materials revealed no deficiencies. Due to limited information and unavailable of relevant imagery, a definitive root cause was unable to be determined at this time for complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required.